Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose (bg) level of 268 (mg/dl). Reportedly, the customer stated that this bg level is not considered high for them, and stated that they are still receiving basal insulin from the pump. Customer will continue to use the pump for insulin therapy.